Manufacturer narrative:
(B)(4) b3: date of event - correction. B5: describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced some body aches. The cgm reading was 46 mg/dl at this time, no bg meter comparison available. At some point the patient passed out. " h2: correction.

Event description:
The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced some body aches. The cgm reading was 46 mg/dl at this time, no bg meter comparison available. At some point the patient passed out.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced some body aches. The cgm reading was 46 mg/dl at this time, no bg meter comparison available. At some point the patient passed out. The patient¿s wife found him unconscious in their home and administered a glucagon injection to him. The patient¿s spouse did not call 911. At some point after glucagon treatment, the cgm reading was 275 mg/dl and the bg meter reading was 441 mg/dl. Due to the hyperglycemia, the patient self-treated himself with inhaled insulin per routine diabetes management. The patient recovered from the event, but still reports some aches in his legs at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.